Event description:
Technician found there were no air or frame functions. Bed was not alarming. Battery back-up light wasn't lit. Bed wouldn't function manually. The only function that would work were the lockout lights.

Manufacturer narrative:
Technician replaced the pcm and found the bed began to function normally.